Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the system performance had deviated from normal behavior. To further investigate the issue and to determine root cause, a return material authorization (RMA) was issued to bring the sensor back. Investigation of the returned sensor showed no malfunction. This may occur in some instances where the failure mode that presents itself within the body cannot be reproduced in the lab environment. A further review of the sensor raw data revealed optical instability, potentially due to in-vivo state of sensor's chemical component or sensor electronics like led. This most likely contributed to the observed inaccuracies by the customer. As part of resolution, the customer was given a sensor replacement. B4. Date of this report 21 june 2025. D9 device available for evaluation? Yes on 05 may 2025. G3.date received by the manufacturer? 21 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.